Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, inner lumen obstruction, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible that the device may have interacted with the heavily calcified, moderately tortuous, 85% stenosed lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during advancement/positioning of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. A snare was used to remove the dislodged stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous subclavian artery that is 85% stenosed. During advancement of the 9.0 x 39 mm omni elite 35 balloon-expandable stent (bes) delivery system, resistance was met with anatomy and the stent dislodged. The stent was observed to be loose and moving on the balloon. A snare was used to remove the dislodged stent. A new omnilink elite bes was used to complete the procedure. There were no adverse patient sequelae and no clinically significant delay reported in the procedure. No additional information was provided.